Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the wireless footswitch was not connecting to the system. The device was outside of clinical use at the time of reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting to the system. Upon troubleshooting, fse found that the wi-fi led indicator was solid red, and the battery indicator was green confirming the issue with wireless connection. To resolve the issue, fse repaired the wireless footswitch to the base station. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.